Event description:
A caller reported that a malfunction occurred on the pump, and there was no notable event preceding the issue. The impact on the customer¿s blood glucose level was not reported or declined to answer. Technical support provided assistance by giving pump reset information, and after resetting the pump, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if any malfunction codes appeared again, which the caller understood.